Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a hole in the last fill line. An underwater pressure test was performed and a leak was observed. A pull test was performed, and no separation was observed. The reported condition was verified. The cause of the condition was determined to be damage to the set during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the final line was leaking. Renal therapy services (rts) assisted the patient in removing the cassette and advised to contact their nurse regarding the issue. The patient would drain manually. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.